Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or pt injury and medical records were limited to the pt's operative report only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation if available. If additional event and/or evaluation information is obtained, a follow up MDR will submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2010 - the pt was implanted with a bard flat mesh during an abdominal sacrocolpopexy and halban's culdoplasty adhesiolysis. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.